Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and vaginal cellulitis ("vaginal cuff cellulitis") in a 26-year-old female patient who had essure (batch no. B63029) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included drug allergy and uterine bleeding. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 2 months 18 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal distension ("bloating"). On (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). On (B)(6) 2015, the patient experienced vaginal cellulitis (seriousness criterion medically significant) and excessive granulation tissue ("granulation tissue"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced mood swings ("mood swings"), nausea ("nausea") and suture rupture ("torn stitch"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, vaginal cellulitis, abdominal distension, excessive granulation tissue and suture rupture outcome was unknown. The reporter considered abdominal distension, dysmenorrhoea, dyspareunia, excessive granulation tissue, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, suture rupture, urinary tract infection, vaginal cellulitis, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: left side - 3 trailing coil, right side- 5 trailing coil diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs and medical record received : events- "mood swings, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), urinary tract infection, vaginal infection, migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, vaginal cuff cellulitis, bloating, granulation tissue, torn stitch", lot number, reporter, lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in a 26-year-old female patient who had essure (batch no. B63029-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy (around october or november 2015), pregnancy with contraceptive device and device ineffective. Concurrent conditions included drug allergy and uterine bleeding. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("chronic pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal distension ("bloating"), 2 months 18 days after insertion of essure. On (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). On (B)(6) 2015, the patient experienced vaginal cellulitis ("vaginal cuff cellulitis") and excessive granulation tissue ("granulation tissue"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), nausea ("nausea") and suture rupture ("torn stitch"). The patient was treated with surgery (hystrectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, vaginal cellulitis, abdominal distension, excessive granulation tissue and suture rupture outcome was unknown. The reporter considered abdominal distension, device dislocation, dysmenorrhoea, dyspareunia, excessive granulation tissue, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, suture rupture, urinary tract infection, vaginal cellulitis, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: left side - 3 trailing coil, right side- 5 trailing coil discrepancy noted for essure removal date- 2013 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: results: total bilateral occlusion. Lot number reported b63029 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-feb-2021: quality safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in a 26-year-old female patient who had essure (batch no. B63029-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy (around october or (B)(6) 2015), pregnancy with contraceptive device and device ineffective. Concurrent conditions included drug allergy and uterine bleeding. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("chronic pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal distension ("bloating"), 2 months 18 days after insertion of essure. On (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). On (B)(6) 2015, the patient experienced vaginal cellulitis ("vaginal cuff cellulitis") and excessive granulation tissue ("granulation tissue"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), nausea ("nausea") and suture rupture ("torn stitch"). The patient was treated with surgery (hystrectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, vaginal cellulitis, abdominal distension, excessive granulation tissue and suture rupture outcome was unknown. The reporter considered abdominal distension, device dislocation, dysmenorrhoea, dyspareunia, excessive granulation tissue, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, suture rupture, urinary tract infection, vaginal cellulitis, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: left side - 3 trailing coil, right side- 5 trailing coil. Discrepancy noted for essure removal date- 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: results: total bilateral occlusion. Lot number reported b63029 is invalid. Most recent follow-up information incorporated above includes: on 2-feb-2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in a 26-year-old female patient who had essure (batch no. B63029) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy (around october or november 2015), pregnancy with contraceptive device and device ineffective. Concurrent conditions included drug allergy and uterine bleeding. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("chronic pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal distension ("bloating"), 2 months 18 days after insertion of essure. On (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). On (B)(6) 2015, the patient experienced vaginal cellulitis ("vaginal cuff cellulitis") and excessive granulation tissue ("granulation tissue"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), nausea ("nausea") and suture rupture ("torn stitch"). The patient was treated with surgery (hystrectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, vaginal cellulitis, abdominal distension, excessive granulation tissue and suture rupture outcome was unknown. The reporter considered abdominal distension, device dislocation, dysmenorrhoea, dyspareunia, excessive granulation tissue, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, suture rupture, urinary tract infection, vaginal cellulitis, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: left side - 3 trailing coil, right side- 5 trailing coil discrepancy noted for essure removal date- 2013 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2021: ppf received: newly added events- device migration. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.